Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient was in the hospital on (B)(6) 2016. Patient's mother did not provide reason for or date of hospital admittance. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of the event. Patient's mother requested no further contact regarding the issue. No additional event or patient information is available.